Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, adhesions, infections, mesh migration, pain, mental anguish, scarring and disfigurement, defective device, loss of enjoyment of life, suffering, and mesh failure. Post-operative patient treatment included additional surgery, and mesh removal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).